Event description:
It was reported that the external pulse generator did not pace at its set rate. The generator was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Heart lead flex and battery flex are contaminated. Upper and lower cases, side bail covers, and ring cover are broken. Battery drawer is sticky (broken). Battery release is sticky (contaminated). Battery contacts are compressed. One side bail is missing. Keyboard is scratched (cosmetic).